Event description:
It was reported that the 9600 emi system has poor image quality. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Confirmed aec tracking. The system was tested and found to be working as intended and placed back into service.